Event description:
Account reports 6 to 7 incidents in which hair line cracks are noted in the luer lock adapter when leakage is noted to be occurring. Reporter stated there was no pt compromise, just "frustration".